Event description:
The roller pump displayed a failure message upon power up, and would not operate. A replacement part was installed and the pump functioned normally. No patient injury resulted from this event.

Event description:
The roller pump displayed a failure message upon power up, and would not operate. A replacment part was installed and the pump functioned normally. No pt injury resulted from this.